Event description:
It was reported that during inspection, an ht70 plus ventilator displayed an oxygen (o2) sensor failure alarm. There was no patient involvement at the time of the reported event. An investigation was performed on the unit and the reported condition was confirmed. The o2 sensor was found to be faulty and needed to be replaced.